Event description:
A report was received that the pt could no longer feel his stimulation. An x-ray was taken and it confirmed lead migration. The physician is choosing to explant the pt as he feels the device is not working properly.